Event description:
Revision surgery - due to recurrent dislocation. The surgeon changed the glenoid, shell, and liner. There was mechanical failure of prosthesis.

Manufacturer narrative:
The root cause for the dislocation was not determined with confidence. The outcomes attributed to this event are changed components to prevent dislocation. The healthcare professional indicated a significant adverse event. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number (B)(4). The root cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation; such as loose joint from inadequate soft tissue, and patient activity.